Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas 8000 cobas ise module. A doctor questioned a patient's result which prompted the customer to repeat previous patient samples. On (B)(6) 2023, sample 1 had an initial na result of 125 mmol/l from line 1. On (B)(6) 2023, the repeat result was 134 mmol/l from line 2. On (B)(6) 2023, sample 2 had an initial na result of 128 mmol/l from line 1. On (B)(6) 2023, the repeat result was 135 mmol/l line 2. On (B)(6) 2023, sample 3 had an initial na result of 130 mmol/l from line 1. On (B)(6) 2023, the repeat result was 138 mmol/l line 2. On (B)(6) 2023, sample 4 had an initial na result of 160 mmol/l from line 1. On (B)(6) 2023, the repeat result was 168 mmol/l line 2. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number is j21. The expiration date was not provided. The calibration and qc data provided was acceptable. The alarm trace showed several abnormal aspiration alarms. The field service engineer (fse) replaced the sample probe and cleaned the ise blocks, ran system primes and air purges, and performed ise checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.